Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for alleged cosmetic damage located at the battery tube, as well as moisture damage and a blank display found on (B)(6) 2021. The insulin pump powered on successfully. The insulin pump passed the active current test and self test. Unable to do displacement test due to pump error 63 alarming during rewind. The insulin pump also did not pass the sleep test due to moisture damage found on electrical board 1, electrical board 2, motor and vibrator assembly harness. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and moisture damage was found on electrical board 1, electrical board 2, motor and vibrator assembly harness. Pump error 63 variable 9 was noted in the history download on (B)(6) 2022 due to a software error, pio error. In summary, customers alleged blank display was not confirmed, however, cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube/threads were noted, as well as a pump error 63 alarming during the rewind test. Pump error 63 caused by software error. The insulin pump did not pass sleep test due to moisture damage found on electronic/motor assemblies. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the dropped her pump in the toilet accidentally. Insulin pump had been exposed to moisture. Customer stated that there was a crack at side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.